Event description:
The physician reported that a pt underwent a diagnostic cerebral angiogram in 2005, which revealed a carotid-cavernous fistula (right internal carotid artery horizontal) and intracranial venous hypertension. As a result, the pt underwent an endovascular procedure in the right carotid artery, cavernous sinus, and superior ophthalmic vein that included (non-bsc balloon) vessel dilation, and placement of one boston scientific intravascular stent for coil scaffolding. The (non-bsc) stent was attempted but unable to be placed due to tortuosity; therefore, a stent in question was used. Approx 27 coils were placed prior to the successful stent placement of the device in question. An add'l four coils were placed after stent placement. The physician reported the procedure was uncomplicated. The pt was discharged as medically stable on the next day after an uneventful recovery. An outpatient follow-up performed in 2006 was unremarkable. The physician reported the plan was to continue the pt on plavix and aspirin for a period of six months until the pt's next follow-up, giving the stent time to endothelize. Another outpatient follow-up and angiogram was performed 2 mos later in 2006, and was unremarkable. The physician reported the stent in question was widely patent. Plavix was discontinued and aspirin continued. Three mos later, the pt had complaints of headache and was noted to be confused and collapsed. The pt was admitted to an emergency room, where he was intubated and exhibited mental status decline. The physician reported a CT scan revealed a large posterior fossa hemorrhage. The pt was subsequently transferred to the event facility for mgmt of the hemorrhage. The pt reportedly exhibited upper body posturing, was tested with a glasgow coma scale of 4, no corneal reflexes, pupils dilated and non-reactive, and no gag reflex. The CT scan at this facility revealed a massive posterior fossa hemorrhage. Emergency mgmt attempts were made but after discussion of the pt's prognosis, the decision was made to withdraw pressor and ventilator support. The pt expired shortly thereafter.

Manufacturer narrative:
Add'l MFR narrative: the device in question was not returned to boston scientific for further investigation, as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the pt's death, although it should be noted that the physician reported that hosp procedure requires them to report incident such as these to the MFR.